Manufacturer narrative:
The device referenced in this report has not yet been received by olympus for physical evaluation (although it is anticipated). The definitive cause of the user¿s experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This report has been reported by the importer on MDR# 2951238-2021-00396.

Event description:
It is reported by the customer, an unspecified time after a procedure using one of their 10 bronchoscopes, preliminary findings of fungal culture specimen collected from the patient via bronchoalveolar lavage (bal) from right middle lobe (rml) of lung shows: scant growth gram positive branching rods suggestive of aerobic actinomycete (originally reported as mold). It is unknown what treatment the patient required as a result. The patient¿s current condition is unknown. The customer states that it is not known which of their 10 bronchoscopes was used in the case, as the surgery staff did not document this information in the procedure record. For this reason, the customer is requesting all 10 bronchoscopes be evaluated to determine if any of them are potentially a contributing factor to the positive patient culture. Additional details regarding the patient and event have been requested. At this time, no further details have been provided. Case with patient identifier (B)(6) reports a bf-xp60. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-n20. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-n20. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-xp60. The customer further reported that they had been sending their scopes to (B)(4) for repair.

Manufacturer narrative:
This report is being supplemented to provide further information based on the legal manufacturer's final investigation per CAPA-200413. Based on the results of the investigation, a relationship between the scope and the patient infection could not be determined. Although foreign material was observed in the biopsy channel, the specific material could not be identified. Foreign material may not have been removed due to physical damage of the device. However, the root cause of this reported event could be determined. This supplemental report includes a correction to g2 and h6. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where it was found to be leaking from biopsy channel, the bending section cover and glue were non-olympus, the forceps passage channel was torn and leaking, there was a stain on the image, and the insertion tube was non-olympus. The device was sent to a third party for evaluation where it was found that microorganisms were not detected from the biopsy channel or suction channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relation between the scope and the patient infection cannot be specified. However, debris was detected in biopsy channel and leakage was confirmed from biopsy channel of the subject scope, and third-party repair, was confirmed. A definitive root cause cannot be identified. The following is included in the instructions for use (IFU): IFU warns on inappropriate reprocessing as follows: "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." IFU ¿3.3 inspection of the endoscope¿ instructs the following on inspection prior to use. "3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." IFU ¿3.8 inspection of the endoscopic system/ inspection of the instrument channel¿ instructs to confirm smooth passage of forceps at inspection prior to use. IFU forbids third-party repair as follows: "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.